Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Cause was not known. A correction bolus and correction injection were delivered to address bg. Customer also mentioned they were nauseous, but no injury or permanent damage reported. A system check was performed, and it was found that the customer was using expired insulin within the pump supplies, and they were pre-filling their cartridges and leaving them in the refrigerator.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.